Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bent collet in the reported problem area of the pipette assembly. Replaced collet in position # 10. The instrument was tested without further problem, and was returned to expected operation.